Event description:
A shockwave m5 plus peripheral intravascular (ivl) catheter was used to treat a patient was a heavily calcified left common iliac (cia) artery. The ivl was inserted through a 7f sheath, and it successfully delivered 150 pulses at the target lesion. When the physician attempted to remove the ivl catheter, it appeared that the balloon was stuck and was not able to be pulled back through the sheath. The physician used a gentle tug and the ivl catheter was able to be pulled out but without the balloon. It was confirmed that there was a complete separation between the balloon and the catheter delivery system. The balloon was left in the cia just outside of the tip of the sheath. The physician used one snare® endovascular snare system to successfully retrieve the balloon fragment. The patient was not harmed so the physician continued the procedure by placing a stent to fully expand the ivl-treated target lesion. No patient clinical sequelae were reported.

Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore no investigation can be performed. A supplemental report will be submitted after the device is received and investigated. Based on the reported event, there was a complete separation of the balloon from the catheter. The balloon was left on the tip of the sheath. The physician used one snare endovascular system to successfully retrieve the balloon fragment. A review of the lot history record (lhr) and test documentation did not show any issues with the manufacturing of the device. The device passed all shockwave medical, inc. Criteria prior to being released for distribution. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of the balloon becoming stuck and detaching from the catheter was confirmed. The device was received broken and separated into two pieces. All components were present and accounted for, indicating that no fragments were left in the patient. All emitters showed signs of wear indicating that they were fired as expected. No ruptures or tears were noted on the balloon surface. The distal portion of the balloon was found wrinkled, which indicates that it likely became stuck and prevented the device from being removed. The exact cause of the balloon becoming stuck and detaching from the catheter could not be determined.